Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficult to track system through anatomy was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. It is possible that patient factors, such as calcification, tortuosity, aortic angulation, horizontal aorta, may have been present in the anatomy. However, no imagery or patient anatomy information was provided. The patient factors above can cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during tracking. However, due to the limited available information, a root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During delivery of the s3ur valve, tension was noted in the ascending aorta, which required relatively forceful advancement of the device. The valve was then successfully implanted without any additional issues, and the patient's vital signs remained stable. The patient was extubated and returned to the intensive care unit, after which the patient's condition deteriorated. Angiography and echocardiography revealed bleeding into the thoracic cavity. The patient subsequently passed away. An autopsy was performed to examine the patient's aortic complex, ascending aorta, and aortic arch; however, no bleeding point was identified. Although the cause of death was indicated as hemorrhagic shock, the exact source of bleeding remains unknown. According to the reporting physician, the exact cause of the event remains unclear as the bleeding point could not be identified.